Event description:
It was reported that the customer had skin irritation under the tape where the sensor was inserted. Customer's blood glucose was unknown. Troubleshooting was done. Customer sated the sensor tape tore off some skin. The customer was advised to speak with healthcare provider about her irritation and alternative sites. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.